Event description:
A us distributor reported that a patient's electrode belt connector was stuck.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (connector stuck) has been confirmed.  Upon investigation, the belt trunk cable connector pins were bent and was unable to plug into a monitor. The root cause for the bent pin was excessive force. No adverse events occurred from the damaged electrode belt.